Event description:
It was reported that the programmer exhibited smoke.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the power supply was shorted.